Manufacturer narrative:
Medwatch sent to FDA on 10/02/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the nasolabial folds. About 2 months later, the patient developed swelling on the "left side cheek" and "around the lips." The patient returned to the clinic and it was noted there was "tenderness, like a soft accessory" after a day of observation. Patient was treated with hyaluronidase. Symptoms have improved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events edema and pain: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the nasolabial folds. About 2 months later, the patient developed swelling on the "left side cheek" and "around the lips." The patient returned to the clinic and it was noted there was "tenderness, like a soft accessory" after a day of observation. Patient was treated with hyaluronidase. Symptoms have improved.